Event description:
It was reported that t:slim x2 pump battery would not charge and customer saw power source alert on pump. There was no adverse impact to the customer's blood glucose level. Customer switched from usb power strip to different wall adapter using tandem charging cable, pump began charging, and technical support advised against using third-party charging equipment, arranged replacement tandem wall adapter, and no further assistance was required.